Event description:
This notification was opened for review for information received that a remstar auto device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, there was found to have contamination from dust and power connector was destroyed. The device displayed error code e053 (err_comp_log_sem_timeout) and e065 (err_stuck_encoder_a). The device was scrapped.